Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The customer description ¿image was not displayed at all, and it was black¿ was reproduced as well as the phenomenon ¿color bar is displayed¿. Based on the results of the investigation, the phenomenon ¿no image¿ occurred because communication failure occurred due to faulty cable (internal disconnection and the like). The device was required for replacement of the camera body and camera cable assembly, as well as a full adjustment, inspection, and electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿when turned on no image at all was just black¿ was confirmed. The device evaluation found the no image issue was due to faulty camera cable and the camera body text was faded and was now illegible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus customer car personnel reported on behalf of the customer that the 4k camera head image was all black. The issue was found during maintenance. There were no reports of patient or user harm associated with this event.